Event description:
It is reported that a spike has fractured off the patella guide.

Manufacturer narrative:
Eval summary: the device shows strike marks on the top and sides of the device and may indicate off-axis impaction. However, conclusive info is not available to make this determination. A definitive root cause cannot be determined with the info provided. As returned the drill guide exhibits a fractured pin on the 32 mm side of the device. The fractured pin was not returned for eval. The device meets specs as measured. Additionally the device history records were reviewed; indicating the device was mfg to applicable specs.